Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
A patient reported MRI diagnosed "breast implant rupture" against the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
A patient reported MRI diagnosed "breast implant rupture" against the left side. The device has been explanted and replaced.

Event description:
A patient reported bilateral breast implant rupture on the left side, diagnosed by MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A patient reported MRI diagnosed "breast implant rupture" against the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6.